Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No further action is required at this time. This issue will be subject to tracking and trending. As review on (B)(4) 2013, 22 discrepant result complaints were reported for lot # 315093 yielding a complaint rate of 0.057%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with poc reference meter. Results as follows:" therapeutic range: 2.5-3.5; pt self tester states that physician prefers his inr to be closer to 3.5 than 2.5. Time between tests: few minutes.